Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the magnesium reagent, list (B)(4), a.i.d.d. (B)(4) to the architect c16000 processing module, list (B)(4), abbott laboratories, (B)(4), USA. MDR number 3016438761-2021-00201 has been submitted and all further information will be documented under that MDR number. This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. All available patient information was included. No additional information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated magnesium results were generated for a sample on the architect c16000 analyzer. The customer stated sample no. (B)(6) generated an initial result of 3.38 mmol/l, with repeat results of 0.60 mmol/l and 0.60 mmol/l. The customer then reported the sample generated a result of 3.68 mmol/l and then repeated within normal range. There was no reported impact to patient management.